Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted in 2009 due to low vaulting. Anterior opacity was observed one month ago. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, low.